Manufacturer narrative:
Results of final device analysis had revealed the epoxy bond was broken between the hybrid circuit and both battery terminals; both b-battery bond wires were lifted from the hybrid bond pads, as received. Both of the number zero feed-through bond wires, and one of the number two feed-through bond wires were also lifted from the bond pad, internal to the device. Findings from functional testing had detected no output or telemetry from the product. Device analysis confirmed the reason for return.

Event description:
It was reported that the device had been replaced, due to low battery status; the hcp provided that the battery had appeared to function properly prior to explant. There were no symptoms or injury reported, and the pt has recovered without sequela.